Event description:
It was reported that prior to starting a da vinci-assisted sacrocolpopexy surgical procedure, the vision system (vs) had a u-02 on the generator. Therefore, the site removed the power cord of the generator and reseat the cable on the generator. Site planned on using a third-party force triad backup generator as the error was not resolved. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi) has not received the generator for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.